Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrences of error messages system faults 74, 101, and 218, however, performance testing was not able to reproduce the errors. Based on all available evidence and complaint investigations of a similar nature, the reported system faults 74, 101, 218 were due to software issues. The software was upgraded to address these issues. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation and displayed error messages (sf74, sf101 and sf218) indicating a software task fault, incorrect outlet pressure measurement and main board error. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation and displayed error messages (sf74, sf101 and sf218) indicating a software task fault, incorrect outlet pressure measurement and main board error. There was no patient injury reported as a result of this incident.